Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A pre-accelerated stress test 15-minute 1000 ml simulated treatment was performed on the cycler and completed without any problems or failures. The sound emitted from the cycler during the treatment test was normal and there was no burning smell encountered during the test. The cycler underwent and passed a hipot test, a voltage check, and a safety analyzer check. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a high-pitched noise that was coming from their liberty select cycler. The patient also reported that the screen of their cycler went blank during fill 1 of 4. The patient pressed the ok and stop keys and touched the touch screen; however, the screen remained blank. The patient stated the buttons did not make a sound when pressed. Additionally, the patient stated they noticed a burning smell coming from the back of the cycler. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient stated they would not perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reported they were unable to complete their treatment. When asked, the patient stated they did not notice any charring on the cycler, and no smoke was seen. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.